Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (will not power on) was confirmed. As received, the monitor would not power on. A root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not power on.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. Upon investigation the monitor was resetting. The cause for the abnormal shutdowns was isolated to a defective y500 crystal oscillator. The oscillator was producing intermittent output. The root cause for the defective y500 oscillator could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not power on.